Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, pump error alarm, pump error (line number (B)(4) file number (B)(4)) alarm, and pump error alarm were in the formatted history file due to a software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current blood glucose was 252 mg/dl. The customer treated high blood glucose with insulin pump and injections, but still the blood glucose was 250 mg/dl. The customer also reported that they had error alarms on insulin pump. Customer was able to complete pump rewind. Assisted with performing a self-test. Self-test result was where the lit up screen, it said self-test complete and it was white for longer than thirty seconds. The product was returned for analysis